Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that the distal end of the microcatheter (subject device) was fractured during stent deployment. Surgical removal was attempted but the fragments of fractured pieces remained within patient's body, the patient is in coma.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). D4 ¿ lot - corrected, d4 ¿ expiration date ¿ added, d4 ¿ gtin ¿ added, d9 - product available to stryker - updated, d9 - returned to manufacturer on - updated, h3 - device evaluated by mfg ¿ updated, h4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the catheter shaft was seen to be flat/crushed. The catheter tip was seen to be broken/fractured at 142cm from the hub. The ro markers were not present. The catheter was flushed and a 0.0158" patency mandrel was advanced through the with friction felt throughout. The mandrel could not be all the way advanced from the shaft due to damaged tip. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of ¿catheter tip broken/fractured during use¿ and ¿un-retrieved device fragments¿ were confirmed during analysis. The reported event ¿patient complications¿ could not be confirmed due to being procedural. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that during procedure the subject microcatheter and stent delivery wire fractured inside the patient during deployment. The broken pieces remained in the patient; the patient was in a coma post-procedure. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation of the device during the attempt to advance the stent within the tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported/ analyzed event of 'catheter tip broken/fractured during use' and 'un-retrieved device fragments' as well as the analyzed 'catheter shaft flat/crushed', 'ro marker(s) detached/separated/not visible under fluoroscopy' and 'catheter friction' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient complications' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the distal end of the microcatheter (subject device) was fractured during stent deployment. Surgical removal was attempted but the fragments of fractured pieces remained within patient's body, the patient is in coma.